Manufacturer narrative:
This report is for the same event as manufacturer report: 2937094-2019-61442.

Event description:
It was reported that fiber tip broke after 106,599 joules for 22:50 minutes. The fiber was exchanged and the tip of the fiber broke after 150,578 joules for 32:02 minutes. The tip of the fibers were cleaned during the procedure. The procedure was completed with another of the same device with clinical consequences to the patient. This report is for the first fiber.

Manufacturer narrative:
This report is for the same event as manufacturer report: 2937094-2019-61442. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the fiber/glass cap is fractured at the fusion zone. The distal portion of the glass cap is detached. The heat shrink tubing open end wall integrity exhibits signs of melting, and erased red octagonal sign and blue arrow indicator. There are no signs of breakage along the fiber. Based on device analysis results, cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of glass cap fracture and cap detachment. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported that fiber tip broke after 106,599 joules for 22:50 minutes. The fiber was exchanged and the tip of the fiber broke after 150,578 joules for 32:02 minutes. The tip of the fibers were cleaned during the procedure. The procedure was completed with another of the same device with clinical consequences to the patient. This report is for the first fiber.